Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice to obtain better positioning in the anatomy. During the second recapture, the delivery catheter system (dcs) capsule broke off of the catheter, and was connected only by the inner lumen. The dcs was withdrawn from the patient, and a new dcs and valve were used to complete the procedure. It was noted that there was no excessive tortuosity or force applied to the dcs. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The handle was intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The device was returned with the end cap/screw gear snap fit connected. The trigger moved to fully advance and retracted positions and locked in place when released, but was noted to be stiff in the last section, close to the grey front grip. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. The reported event for capsule separation could be confirmed in the analysis. The capsule was separated. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Fluoroscopic and procedural images were received for review. The fluoroscopic image confirms a good load. The procedural images confirm a capsule separation occurred during the procedure. Recapturing is a feature of the system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the second recapture, the delivery catheter system (dcs) capsule broke off of the catheter and was connected only by the inner lumen. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The device was received with the capsule separated, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.